Manufacturer narrative:
The reported event of early battery depletion was confirmed. Final analysis found that the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous capacitor was found to be the cause of the high current drain and premature battery depletion.

Event description:
New information received indicates the device was explanted and replaced. The patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The patient was stable.